Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data was provided for investigation. The allegation was undetermined via data. However, it was found that signal loss occurred equal to or under one hour. The probable cause could not be determined.